Event description:
It was reported that the "cap of the distal lumen was found broken". As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the pt due to this delay. Additional info received on (B)(4) 2012 indicates the issue occurred during use on the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.